Manufacturer narrative:
Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle; however, the first ligation band failed to deploy. The procedure was completed with this speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.